Manufacturer narrative:
The pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose level was 57 mg/dl. Customer reports they did hear beeps when audio volume settings were saved. The customer stated that they did not hears the beep but there is no difference between 1 and 5. Insulin pump will be returned for analysis.